Manufacturer narrative:
Further information regarding this event has been requested. The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 19 mm trifecta valve was implanted and on (B)(6) 2019, the valve was explanted and exchanged for a medtronic freestyle valve. Additional information has been requested.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 3008452825-2019-00545.